Manufacturer narrative:
G4: 16nov2020, b4: 17nov2020. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The biomed reported proximal pressure sensor autozero alarmed when powering on the unit. The customer contacted product support and was advised per service manual verify pin alignment between solenoids and data acquisition (da) board. If not resolved suspect the (da) board. Product support provided customer part number of the parts. The customer reported that the unit was not in use on a patient.